Manufacturer narrative:
The customer's meter sn (B)(6) was returned for investigation. Customer's meter was tested with retention test strips and retention controls. Testing results: 2.9 inr, 3.0 inr, 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results mentioned by the customer were not observed in the meter¿s patient result memory. The results were observed on different days. (B)(6) 2001, 6.7 inr. (B)(6) 2001, 4.1 inr. Approximately one hour before the measurement of 4.1 inr the customer had a result of 2.2 inr using the same test strip lot.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter compared to a different coaguchek xs meter. The result from meter up1517795 was 6.7 inr. This result is in question. The result from a different coaguchek xs meter within 5 minutes was 4.1 inr. The patient¿s therapeutic range was not provided, however, it was noted the result of 4.1 inr was within the patient's therapeutic range.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The meter was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.